Manufacturer narrative:
Additional information was provided that the repeat testing was performed on (B)(6) 2016. A specific root cause could not be determined. As the calibration and quality control results were acceptable, a general issue with the instrument and/or reagent could be excluded. The instrument precision was tested and found to be within specification except for the ultrasonic mixer which was recommended to be checked. The most probable root causes for this type of event are related to pre-analytical issues leading to a low pipetting such as foam on top of the sample or fibrin formation which could lead to physical obstruction of the probe. The fibrin clots or strands could occur due to incomplete coagulation of the sample due to a too short clotting, a too short centrifugation time, or too low g-force used.

Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received a questionable low vanc2 vancomycin result for one patient sample. The initial result for a trough sample was <2 ug/ml and was sent to the physician. The physician didn't believe the result and the sample was repeated with a result of 16.1 (16) ug/ml. The patient was not adversely affected and the dosage was not increased. The reagent lot number was 133129. The expiration date was requested, but was not provided. A pre-analytical issue was assumed to be the root cause for the low result. Based on the provided data, the recommended calibration frequency of three days was overdue.